Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: unexplained power on reset (por) events were observed on 06/22/2016. There was no damage found to the battery compartment or battery cap. The battery cap secured tight to the pump. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruptions. The pumps¿ cover was removed; no intermittent conditions were found to the power printed circuit board. The reported ¿no power¿ complaint was not duplicated during investigation. Unrelated to the complaint, the display screen was observed to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.